Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc and after unknown latency knee got infected and became septic and experienced hemarthrosis. No past drug, medical history or concurrent condition was reported. The patient was on warfarin sodium (coumadin) before, and during the synvisc series. On an unknown date, the patient initiated treatment with synvisc injection (dose, route, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified location. On an unknown date, after unknown latency, the patient experienced hemarthrosis after the three synvisc injections. On an unknown date, after unknown latency, the knee got infected and became septic. The healthcare professional (hcp) washed it out and the patient was fine afterwards. It was reported that hemarthrosis was a common risk for people on warfarin sodium. No further information was available. Corrective treatment: washed out for both the events. Outcome: unknown for both the events: a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: important medical event (ime) for both the events. Additional information was received on 03-mar-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 3-mar-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 27-feb-2017: this case concerns a female patient who received treatment with synvisc injections and later experienced joint infection and hemarthrosis. A significant temporal relationship cannot be established since product therapy dates and event onset dates were unknown and causal role of suspect cannot be excluded in occurrence of the event. In addition, coumadin may also play a contributory role in causing heamarthrosis. However, due to lack of information regarding maintenance of septic conditions during administration of suspect product, past drugs and concurrent conditions precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 22-feb-2017 from a healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc and after unknown latency knee got infected and became septic and experienced hemarthrosis. No past drug, medical history or concurrent condition was reported. The patient was on warfarin sodium (coumadin) before, and during the synvisc series. On an unknown date, the patient initiated treatment with synvisc injection (dose, route, frequency, indication, batch/ lot number and expiration date: not provided) into unspecified location. On an unknown date, after unknown latency, the patient experienced hemarthrosis after the three synvisc injections. On an unknown date, after unknown latency, the knee got infected and became septic. The healthcare professional (hcp) washed it out and the patient was fine afterwards. It was reported that hemarthrosis was a common risk for people on warfarin sodium. No further information was available. Corrective treatment: washed out for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: important medical event (ime) for both the events pharmacovigilance comment: sanofi company comment dated 27-feb-2017: this case concerns a female patient who received treatment with synvisc injections and later experienced joint infection and hemarthrosis. A significant temporal relationship cannot be established since product therapy dates and event onset dates were unknown and causal role of suspect cannot be excluded in occurrence of the event. In addition, coumadin may also a play a contributory role in causing haemarthrosis. However, due to lack of information regarding maintenance of septic conditions during administration of suspect product, past drugs and concurrent conditions precludes complete medical assessment of the case.